Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error a broken force sensor was detected. Customer¿s blood glucose level of 12 mmol/l at the time of incident. Customer states they are not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.